Manufacturer narrative:
It was noted that the instrument under review in this investigation is currently not in use as the customer is planning to move the instrument to another building/department. The move is planned for november 2020. The field service engineer (fse) will investigate the leak when the instrument is moved and installed at the new site, because customer is not running the machine in the current location. Investigation to date into this complaint included an existing data review, a complaint history review, a nonconformance/CAPA history review, and a service history review. The investigation is summarized as follows: review of applicable labeling identified that labeling addressed this issue. A service history review showed there were no additional service tickets related to leaks from the system solution fill station on alinity m system, sn 100. The issue under review in this complaint caused leakage which spread beyond the instrument's footprint. The nonconformance/CAPA search concluded there was 1 CAPA investigation related to leaks not contained within the alinity m instrument. The complaint history review found 12 complaint tickets related to leaks from the system solution fill station on an alinity m system, including the complaint ticket under review in this complaint investigation. However, the complaint under investigation has not been fully investigated as the system will be serviced in november 2020. As a result, the leakage source for this complaint ticket may or may not be the same as the leakage source found in related complaint tickets. Based on the results of the investigation, a product deficiency was not identified for the alinity m system (ln 08n53-02).

Manufacturer narrative:
Investigation into this complaint included an existing data review, a complaint history review, a nonconformance/CAPA history review, and a service history review. The investigation is summarized as follows: review of applicable labeling identified that labeling addressed this issue. A service history review showed there were no additional service tickets related to leaks from the system solution fill station on alinity m system, sn (B)(6). The issue under review in this complaint caused leakage which spread beyond the instrument's footprint. The nonconformance/CAPA search concluded there was 1 CAPA investigation related to leaks not contained within the alinity m instrument. The complaint history review found 12 complaint tickets related to leaks from the system solution fill station on an alinity m system, including the complaint ticket under review in this complaint investigation. On (B)(6) 2020, the complaint ticket was updated to indicate that the system was moved and reinstalled in another lab. The system was cleaned and all components were secured for the move, at which time the system was checked for possible leaks and none were found. The dried leakage that was observed in front of the instrument prior to the move, was no longer visible and possibly cleaned by the customer. There were no leaks found on any location or outside of the system, and everything was functional with the instrument performing per specification. There was no additional information regarding the cause for the reported leak. Based on the results of the investigation, a product deficiency was not identified for the alinity m system (ln 08n53-02). The above mentioned CAPA took a global approach for leaks within the system solutions drawer that may cause leakage beyond the instrument's footprint. The following summary from the CAPA is relevant to this observation. Process related root causes / contributing factors: · alinity m system product requirement and/or lower level system or module requirement documents did not include requirements for containment of accidental system solutions drawer overflow. System solutions drawer enclosure design includes six thru holes at the bottom allowing liquid to escape onto the floor when the drawer is pulled open. · earlier versions of risk analysis document did not include the slip/fall hazards for the waste or reagent overflow from the system solutions drawer. Additionally, design output related causes were identified related to observation of loose connections, insufficient torqueing and loose fittings associated with components within the system solutions drawer. An action was taken to assess if the risk for the slip/fall hazard is adequately addressed throughout the alinity m risk management file (rmf). The assessment concluded that the slip/ fall hazards associated with liquid waste and with the bulk reagent overflow from the alinity m system solutions drawer are adequately addressed, and within acceptable residual risk levels, as defined in the abbott molecular risk management procedure. No gaps were identified in this assessment. No rmf document revisions are recommended at this time. Design-related corrective actions are being evaluated to improve fluidic fittings and connectors. Also, an action will be taken to complete the feasibility of improving the design of the system solutions drawer regarding liquid containment inside of the drawer. These actions will require developing a design concept, receiving prototype parts and completing a feasibility evaluation. If feasibility evaluation results are supportive of the change, a design change plan will be implemented, include completing design verification, updating product specifications, and receiving production inventory of the new parts. Due (B)(6) 2021 and (B)(6) 2021, respectively.

Manufacturer narrative:
Elevated complaint investigation will be performed.

Event description:
Local ambassador reported on behalf of the customer leaked fluid in front of the alinity m system. Leaking appears to be coming from the system solution fill station. Fluid leaked on top of the system solution drawer, to the inside of the drawer from where it eventually leaked to the floor in front of the machine. Ambassador said that leaked fluid contained oily fluid and crystalizing fluid. Customer and ambassador were wearing appropriate personal protective equipment (ppe) and did not get into contact with the fluid. The incident date is not known as the customer is not using the instrument every day. On june 25th, when the customer went to use the machine she noticed the leak. However, at that time the leak infront of the machine was already dry. The customer reported the observation right after noticing it. No injuries were associated with this complaint. There was no patient involved as the leak was identified by the alinity m system user. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m system, list 8n53-02, which is also us FDA approved.